Event description:
Dr (B)(6) made an imprint of my teeth using darby alginate fast set. About 10 minutes after I left her office, I had to throw up and my throat and esophagus is irritated. About 4 hrs after the imprint, I have still the urge to throw up and the burning sensation in throat and esophagus persists. Dates of use: (B)(6) 2010. Diagnosis or reason for use: doctor recommendation.